Event description:
It was reported by service report that the left side rail could not latch in the raised position. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.